Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the pyxis machine was communicating. The field service engineer (fse) spoke with the customer and attempted to access remote support service, initially where all devices were observed to be offline. When the fse arrived on site, the devices were communicating normally. The issue that caused the devices to go offline had been corrected, and no further issues were observed with the devices. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer reported that all pyxis devices across the facility were not communicating. Rss indicated the devices were offline. The customer confirmed that no error messages were displayed on the devices despite the communication failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.